Event description:
It was reported that cuff misses occurred during suture placement using three proglide devices in the left common femoral artery using the perclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was a 6f. Three additional proglide devices were used for successful suture placement. The sheath was upsized to either a 14f or 16f and the evar procedure was completed. Hemostasis was achieved with the three pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced, are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Based on the conditions of the returned device, the needle deployment and suture retrieval were successful. The device preformed according to specifications. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Two unused sterile proglide devices with the same lot number, 30327k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.